Event description:
Olympus was informed that during an unspecified procedure, an error message for metal to metal contact and short circuit damage were observed. It is believed this was due to user error as the device was being operated by a resident who was unfamiliar with the proper technique on how to use the device. The device was replaced and a visual inspection was performed and the teflon pad was detached from the grasping section. The intended procedure was successfully completed with another similar device. There was no pt injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation found no anomalies on the probe. The teflon pad was inspected and found partially detached and split at the mid-section of the grasping section exposing metal. The proximal end of the device inspected under a microscope and found no visual indication of damage to the probe unit. This type of teflon pad damage can result from continuous activation of the output without tissue between the probe and the grasping section.